Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat type ii endoleaks using pod packing coils (podjs). During the procedure, the physician was unable to advance a podj through its introducer sheath; therefore, the podj was removed. It was reported that the end of the introducer sheath was ¿crimped¿ prior to insertion into the rotating hemostasis valve (rhv). The procedure was completed using a new podj. There was no adverse effect to the patient.